Event description:
Information was received from a patient reporting that their neurostimulator (ins) has moved since implant. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.